Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. Patient stated that the issue occurred in less than 3 hours after insertion. The insertion site was abdomen. The infusion set was in use for not more than 72 hours. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). No further information available.